Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 90% stenosis and was 30mm long, with a reference vessel diameter of 4.00mm. The lesion was treated with pre-dilatation followed by placement of a 3.50 x 38 mm study stent. Following post- dilatation, residual stenosis was 25%. Five days post procedure, the patient was discharged on antiplatelet therapy. In (B)(6) 2014, the patient was diagnosed with isr and was hospitalized on the same day. Subsequently, target vessel revascularization was performed. Two days post-procedure, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2014, hospitalization was prolonged. Coronary angiography was performed. The 90% in-stent restenosis of the study stent located in prox rca was treated with placement of a 3.5x15 mm non-bsc stent with 0% residual stenosis and with timi flow score of 3. Follow-up corelab angiographic findings noted absence of thrombus and aneurysm with isr stenosis pattern 1c (a length of 8.11mm) for which target lesion revascularization was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).